Event description:
There is no indication that the product caused or contributed to an adverse event. However, this complaint is being reported because meter display is black and issue was not resolved with troubleshooting.